Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient got up to use the bathroom around 3:30 am and tripped on their mobile power unit (mpu) cord. Their controller began alarming "controller fault" with the yellow wrench illuminated. The controller indicated the pump was still running. The patient presented to the hospital where a controller exchange was performed. The alarm resolved after controller exchange. The patient's mobile power unit (mpu) also stopped working after this incident. There were no lights or sounds. The aa batteries were checked and were working but nothing happened when it was plugged in. The mpu was exchanged. Log files confirmed a controller internal fault event associated with a low internal system voltage. Mpu MFR # 2916596-2023-05252.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was confirmed via the submitted log files; however, it was not reproduced. A review of the controller event log files spanned approximately 5 days ((B)(6) 2023, and (B)(6) 2023 per time stamp). On (B)(6) 2023 at 03:41:33 while connected to the mpu, the controller internal fault alarm activated due to a vs a low fault, vs b low fault, and boost ov fault; these faults will activate when the controller motor voltage va_s and vb_s are between the ranges of 1v ¿ 13.4v, and when there is a detection in over voltage. The no external power alarm coincided with the controller internal fault alarm and activated while connected to the mpu due to both white and black lead voltages diminishing to 0v. This was consistent with a loss of ac power. The no external power alarm cleared a minute later after switching to batteries, but the controller internal fault alarm remained active until the controller was exchanged. Given that these alarms occurred simultaneously, the loss of power is likely the cause for both alarms. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. Additional information provided indicated that the alarms activated after the patient had tripped on his mpu cord. Once the controller was exchanged, the alarm condition resolved. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the controller fault and no external power alarms, and the actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.